Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the log file showed that the reported issue was caused by a defective power supply due to which the host pc had failed. The fse replaced the host pc after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system did not start. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and was able to replicate the reported issue. Fse replaced the power supply and the device was returned to expected functionality.